Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, patient was moved to another device to complete the procedure. The philips field service engineer (fse) inspected the system on-site and confirmed that the c-arm was unable to move. Upon troubleshooting, the fse checked the table and found it worked functionally. The fse restarted the main power supply, but the problem did not resolve. To resolve the issue, the fse then checked the brake in the z-rotation and reconnected the z-rotation brake. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.